Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with trace ketones, but no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet the criteria of an adverse event. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.